Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process, and the cartridge septum was missing on a cartridge. Customer's blood glucose was 350 mg/dl. Additionally, it was reported that the customer went to the emergency room due to "a combination of cartridge problems, continuous glucose monitor problems, and pregnancy." Customer declined troubleshooting with tandem technical support and declined to provide further information.